Event description:
It was reported that within a few days of implant, the device recorded several episodes of false asystole due to loss of contact. The issue appeared to have resolved itself as the pocket healed, as no additional episodes were seen. It was further reported that the device was explanted and replaced due to system upgrade. No patient complications have been reported as a result of this event.

Event description:
It was reported that within a few days of implant, the device recorded several episodes of false asystole due to loss of contact. The issue appeared to have resolved itself as the pocket healed, as no additional episodes were seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.